Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and evaluated the device. Technician performed initial verification tests and unit displayed motor fault, transducer fault, and vent inoperable alarms. Performed transducer calibrations and found that unit still was not cooperating properly. Turned unit off to put unit back together and then turned on once again to check for all faults to record and unit was working perfectly fine. Performed all verification tests and unit seemed to be working great. No reason to as why unit worked but unit will be have return material authorization to assure unit is working perfectly fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.